Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a stylus calibration problem with the programmer and that the lower right hand portion of the display was misaligned with the cursor. Attempts were made to resolve unsuccessfully. The programmer remains in use. There was no patient involvement.